Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. It was confirmed that the device had no telemetry and a memory download could not be performed. Visual inspection noted no anomalies on the device case or header. The device case was opened and electrical measurements initially confirmed that the battery had been fully depleted. The device was connected to an external power supply to restore the battery voltage. Additional electrical testing was then performed which verified that no high current condition was present. The cause of the high current drain was unable to be identified during bench testing; however, it is suspected that the two external shocks delivered to the patient is most likely the cause. Pacing and sensing functions were verified. Laboratory analysis confirmed that the device was not able to be interrogated as a temporary high current drain occurred with the battery. Although the depletion most likely occurred following the delivery of external shocks, the root cause was not able to be conclusively determined during laboratory analysis. In addition, analysis could not confirm the clinical observations that shock therapy was not delivered in the vt zone, because a memory download could not be performed and reviewed.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) where no shock therapy was delivered from the device. External defibrillation was needed twice to stop the arrhythmia. The patient was hospitalized in the intensive care unit of the hospital and connected to a mechanical ventilator. Three different attempts were made over the course of three hours to interrogate the ICD in order to review the memory and measurements; however, they were unsuccessful. Troubleshooting was performed, including placing the wand in several positions and using the programmer to interrogate another device of the same model, but the device still could not be interrogated. A revision was performed and the ICD was explanted. Another attempt was made to interrogate the ICD after it was explanted, but once again, it was not responsive. The ICD will be returned for laboratory analysis. Another ICD was successfully implanted. No additional adverse patient effects were reported.